Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported reservoir compartment was chipped and cracked and p-cap could not stay on tightly. Customer's blood glucose was 17.6 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads. No broken reservoir tube lip noted during visual inspection. The reservoir locked in place properly during testing.